Manufacturer narrative:
This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4). A supplemental report will be submitted when the evaluation is completed. Full event site name: (B)(4) hospital.

Event description:
It was reported that the front handle for the cs300 intra-aortic balloon pump (iabp) was observed to be broken. There was no patient involved.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and observed the broken off cart handle caused by the customer. The fse resolved the issue by replacing the handle. The fse performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
N/a.